Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2009 during which the surgeon noted ¿obvious avulsion on the superolateral portion of the mesh; this was dissected free. In doing so the whole mesh was dissected free and excised from the abdominal wall.¿ it was reported that the patient experienced severe pain, abdominal pain and stomach problems. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 7/29/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.